Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-04257 / 04260).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent bilateral total hip arthroplasty on (B)(6) 2008. A right hip revision procedure on (B)(6) 2012 was completed due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, elevated metal ion levels, metal poisoning, and metallosis. There has been no reported revision of patient's left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates right hip revision was performed on (B)(6) 2012 due to pain, elevated metal ion levels, and a vertical acetabular component. The patient's operative report noted cysts, blackened tissue from metal debris, and reactive tissue. Additional information received noted that on (B)(6) 2013 patient's blood was tested.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent bilateral total hip arthroplasty on (B)(6) 2008 and a right hip revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, elevated metal ion levels, metal poisoning and metallosis. There has been no reported revision of patient's left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.